Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. Reportedly, the customer removed excess air. Tandem technical support educated the customer on the cartridge fill process. Customer's blood glucose level was 217 mg/dl. Reportedly, the issue resolved and the customer successfully filled the cartridge.